Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient reported requiring intervention for a hypoglycemic event. The police and an ambulance were called. It is not known what treatment patient received, or if patient was transported to hospital. Patient reported their cgm blood glucose (bg) value was 95 mg/dl while the bg meter value was 32 mg/dl. At the time of contact, patient is recovered. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.